Event description:
An internal engineering investigation found that a critical misconfiguration of the device occured after repair of the device by the customer's local physio-control field service representative. The manual paddles were set to a default energy setting of 125 joules upon device power on instead of 200 joules. There was no customer notification of this.

Manufacturer narrative:
Physio-control reconfigured the device for the correct manual paddles default energy setting of 200 joules when the device is powered on.